Event description:
During a coronary stent procedure, the physician encountered removal difficulties. The physician was unable to cross the lesion and elected to retract the delivery/stent device back into the guide catheter. During removal the stent caught on the guide catheter and the physician was unable to retract the delivery/stent back into the guide catheter. The entire system was removed without incident. Patient status is listed as "okay".